Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with a superion ids underwent a procedure in order to explant the device due to migration. The implant had migrated at the l4-5 vertebral body. The patient experienced bi-lateral leg pain that radiated down her back prior to the procedure. During the procedure, the physician attempted to dissect down to the top of the implant for 20-30 minutes but decided to abort the procedure as he felt the implants were too embedded to proceed. Therefore, the implants remain implanted and the physician plans to consult with a neurosurgeon to potentially have the device removed using a different approach.